Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the compact air drive device would not reverse ¿ the reverse locking mechanism was blocked, the device would not run, there was component damage, unintended activation/motion, unexpected noise, and an air leak. It was further determined that the device failed pretest for check for air leak, check starting behavior, check power with power test bench, check for noticeable noise, check for noticeable untrue running, check forward and reverse mode function, check in off mode (safety switch), check for unintended motion, check function of device, check reverse locking mechanism with oscillation saw attachment ii, check attachment coupling with oscillating drill attachment. Therefore, the reported condition that the trigger of the device was locked was confirmed. The assignable root cause was determined to be traced to user, which is user error.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the trigger of the compact air drive device was locked. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.